Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The reporter did not provide the name of the surgeon, therefore, follow up was not able to be conducted. There have been no other complaints for this lot. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implantation procedures, the implants corrected the sight very well but she has noticed starburst and long lines when looking at lights. The symptoms appear to be worse at night, causing difficulty driving. She has also observed two blue half circles in the ctr of the vision of the right eye when looking at the television or other light sources. She has to close the right eye sometimes to watch television or just see clearly. She has been treated with eye drops, a laser to remove any film, trace exam and glasses with no improvement. The reported did not provide the name of the surgeon; therefore, follow up was not able to be conducted. There are two med device reports associated with this pt. This report is for the left eye.